Event description:
It was reported that balloon rupture occurred. The 78% stenosed target lesion was located in the severely tortuous, non-calcified right common vein. An 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, on initial inflation at 2 atmospheres for 3 minutes, the balloon ruptured. The device was completely removed and the procedure was successfully completed with another of same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 78% stenosed target lesion was located in the severely tortuous, non-calcified right common vein. An 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, on initial inflation at 2 atmospheres for 3 minutes, the balloon ruptured. The device was completely removed and the procedure was successfully completed with another of same device. There were no patient complications reported.